Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted. The 20/30 indeflator device was not returned with the stopcock. During dimensional analysis, a (B)(4) gauge was used to measure the male and female ports and these met industry standards. A leak test was performed with a test indeflator and the returned stopcock, which was placed in the opened position with a stopcap attached to the opened end. As the indeflator was pressurized to (B)(4) psi, fluid leaked through the bottom of the stopcock white handle valve area. The reported leak in the stopcock was confirmed. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during preparation when removing air from an unknown balloon catheter using an indeflator and three-way stop cock there was air coming from the three-way stopcock. The three-way stopcock was replaced with another one to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.